Manufacturer narrative:
The product involved in the incident will not be returned for evaluation. The device history record was reviewed and product met manufacture specifications. Circumstances to consider that may have contributed to the incident are: the procedure lasted 7 1/2 hours, there was an enormous amount of body fluids and the gown may have been too large for the physician (based on the user facility's input). The gloves doubled can cause overlapping of the glove to the sleeve with a less secure fit over the sleeve. Channels were noted where blood and body fluids flowed downward towards the cuff area of the gown (based on user facilitys' input). The gown sleeve material was scrunched under the gloves quite a bit, leading to the thought that there was too much gown sleeve material under the glove cuff for the gloves to adhere firmly to the gown secure fit interface. Without a sample, the root cause could not be determined for certain.

Event description:
A report was received that, after a liver transplant surgery, the physician had an enormous amount of blood and body fluids and there was a strike through on both of his arms. Use of the gown was an isolation precaution procedures because the patient tested pre-op positive for hepatitis a & c. The physician will be tested for hepatitis. The user facility cited that the doctor was double gloved and that he was wearing an xxl (extra, extra large) gown that may have been too large for him. The physician's skin looked intact. The user site stated it appeared that the fluid had wicked down the gown sleeve. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility medwatch where the incident occured. This product incident is documented in the kimberly-clark complaint database.